Event description:
It was reported the video system center had intermittent image. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: d5, g2 (company representative should be unmarked from the initial medwatch). A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 5 years, since the subject device was manufactured. The device was returned to olympus for inspection. And the customer's reportable malfunction of intermittent image was not confirmed. Based on the results of the investigation, the cause of the event could not be determined. Olympus will continue to monitor field performance for this device.